Manufacturer narrative:
Date of event was entered as date of explant due to system limitations, since date of event was unknown. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 06/2015).

Event description:
It was reported that approximately seven years and four months post port placement procedure in the left chest wall, the patient allegedly had a blood infection. It was further reported that antibiotics was used to clear the infection. Reportedly port was removed from the patient and new port was implanted. The current patient status is unknown.